Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during transportation from the emergency department to the patient's room, the pump shut off twice and erased the data that was on it. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that during transportation from the emergency department to the patient's room, the pump shut off twice and erased the data that was on it. There was patient involvement but no harm.

Event description:
It was reported that during transportation from the emergency department to the patient's room, the pump shut off twice and erased the data that was on it. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, c, d and g codes.